Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lhz416 batch number, and no non-conformances were identified. Investigation summary: thirteen unopened samples of product code y346, lot lhz416 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? If there were multiple procedures please open a file for each doctor procedure. There were 6 devices that failed and broke during ligatures when dr. Smith and dr. Closer performed spays and neuters. Was there any treatment rendered and/or medical/surgical intervention? Both doctors discontinued use of the suture material and used a different lot. Note: events related to spay procedures reported via mw # 2210968-2019-90075, 2210968-2019-90615, 2210968-2019-90617, 2210968-2019-90618. Event related to neuter procedure reported via mw# 2210968-2019-90614.

Event description:
It was reported that an animal underwent a spay procedure on an unknown date and suture was used. During the procedure, the suture broke in the doctor's hands during ligatures. A device from a different lot was used to complete the procedure. There were no adverse patient consequences reported.